Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient was treated with fortum injection 1 mg ip once daily (continuing), reflin injection 1 mg ip once daily (continuing) and heparin injection 0.5 ml ip three times a day (continuing). The event of peritonitis was resolving. Dianeal therapy was ongoing. The reporter stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was unknown.